Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device populated duplicate messages. A technical support specialist (tss) provided a knowledge article outlining the procedure for station name changes and additional system updates for the customer to complete on their end. Once completed, the tss performed the computer name change using the appropriate knowledge article. Verification in the patient encounter system under sync information confirmed that the computer name was set to ed5. The station was communicating without any issues. The customer agreed to case closure, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device populated duplicate messages. The customer reported that when a nurse attempts to administer medications, the system was prompting for an override. Additionally, when scanning the medication, duplicate messages are being generated. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.